Event description:
It was reported while using bd pegasus yel 24ga x 0.75in prn-cap y the needle could not disengage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient had an indwelling tracheal tube, was connected to a ventilator to assist breathing, and had multifunctional ECG monitoring. The patient had a relatively serious infection, and he was given symptomatic and supportive treatment such as intravenous infusion of antibiotics as directed by the doctor. On (B)(6), the nurse in charge used a closed-type anti-needle puncture intravenous indwelling needle to puncture the patient for infusion. After the puncture was successful, the right hand held the end of the needle wing seat. When withdrawing the needle core, it took a relatively large force to pull out the needle. Core, the puncture failed due to relatively large force. The indwelling needle was replaced again, and with the cooperation of two nurses, the puncture was successful and the infusion was finally successful.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2098655. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in prn-cap y the needle could not disengage. There was no report of patient impact. The patient had an indwelling tracheal tube, was connected to a ventilator to assist breathing, and had multifunctional ECG monitoring. The patient had a relatively serious infection, and he was given symptomatic and supportive treatment such as intravenous infusion of antibiotics as directed by the doctor. On (B)(6), the nurse in charge used a closed-type anti-needle puncture intravenous indwelling needle to puncture the patient for infusion. After the puncture was successful, the right hand held the end of the needle wing seat. When withdrawing the needle core, it took a relatively large force to pull out the needle. Core, the puncture failed due to relatively large force. The indwelling needle was replaced again, and with the cooperation of two nurses, the puncture was successful and the infusion was finally successful.